Event description:
Clinical report states patient is dislocating. Update received 1/27/2015. The sales rep has reported the revision surgery. Patient was revised to address recurring dislocations. Complaint was updated on 1/29/2015. Update received 2/4/2015. Clinical report was received indicating patient had been revised to dress dislocation. Complaint was updated on 2/5/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).